Event description:
The customer reported they had an "incident involving a piggy back tubing, whereas the antibiotic was not restricted and drained into the primary IV bag". There was no report of patient harm or medical intervention. Customer states that no further patient or event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The set has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation has been completed.